Manufacturer narrative:
Batch review performed on 9 september 2019: lot 1811661: (B)(4) items manufactured and released on 28-march-2019. Expiration date: 2024-03-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: gmk-sphere 02.12.0005l femoral component sphere cemented # 5 l (k121416) lot. 184843 batch review performed on 9 september 2019: lot 184843: (B)(4) items manufactured and released on 15-oct-2018. Expiration date: 2023-10-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
On 28-august-2019, we were informed that the patient patella implant dislocated from the femur while the patient was stepping down a stair and that a revision would be perform on (B)(6) 2019 (almost 1 month after primary). The surgeon revised successfully the patella implant and removed some soft tissue from the joint.